Manufacturer narrative:
The customer¿s experience of an incorrect syringe volume read by the device was not confirmed. Only the syringe module and its logs were available for investigation. The syringe module event log shows the last syringe selected was a 30ml bd syringe with 25.2031ml detected. Functional testing performed found the syringe module to be operating within specification. A photo sent in by the customer shows that the 30ml syringe that they use is on the approved list (30ml bd syringe ¿ model 302832. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the device read there was 24.6ml to be infused, but there was only 20ml in the syringe. There's no allegation of an under/over infusion.